Event description:
The customer reported that the device failed during an ambulance run where a red x and a service required message was displayed. There was no adverse pt impact as the users switched to a backup device.

Manufacturer narrative:
(B)(4). The customer reported that the device failed during an ambulance run where a red x and a service required message was displayed. There was no adverse pt impact as the users switched to a backup device. The complaint is still under investigation. A follow up report will be submitted once the investigation is complete.